Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the stent was implanted on (B)(6) 2018. On (B)(6) 2018, the patient was re-admitted with cardiovascular symptoms. Treatment performed was unspecified and the final patient outcome was determined as no patient effects. No additional information was provided.